Event description:
It was reported by the attorney that the plaintiff underwent a left colectomy surgery in 1996. In the course of the surgery, vicryl sutures were used. The attorney alleged that the plaintiff suffered infection and unspecified injury due to the use of contaminated sutures. No other info was provided.